Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 2088tc non-defib lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.